Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected g5 mobile application shut-off was not confirmed via data. The root cause could not be determined. It was reported that the patient failed to restart the g5 mobile app after restarting the smart device. Dexcom labeling indicates: restart the g5 mobile app after your smart device is restarted. If the settings on your smart device are incorrect your dexcom g5 mobile cgm system may not function properly.